Event description:
Related manufacturer reference number: 2017865-2021-32515, related manufacturer reference number: 2017865-2021-32516. It was reported that a patient presented in-clinic reporting fever, discomfort, and an unrelated infected foot wound. No other symptoms were reported. Upon taking a culture of the device pocket on (B)(6) 2021, the patient's device pocket was found to be infected. The entire system was explanted on (B)(6) 2021 due to this device pocket infection. The patient was stable throughout the intervention process.